Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during preparation, it was noted that the copper fitting was loose and the device failed to deliver energy. The procedure was completed with a another radial jaw 3 hot single-use biopsy forceps there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. No abnormalities were noted with the device riveting and welding. The returned unit was functionally tested and it performed according to specifications. Similarly, a resistance test was also performed and the unit measured within specification. The condition of the returned incident device was not consistent with the complaint; failure to deliver energy. Additionally, the account confirmed that the correct device was returned for evaluation. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(4), 2011. According to the complainant, during preparation, it was noted that the copper fitting was loose and the device failed to deliver energy. The procedure was completed with a another radial jaw 3 hot single-use biopsy forceps there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.